Manufacturer narrative:
A complete lead was returned in one piece measuring 46.1 cm for the reported events of insulation damage, clavicular crush damage, fracture, high capture thresholds, and lead noise. Visual examination found the helix retracted and clogged with blood/tissue, as well as an external insulation abrasion exposing the outer coil caused by friction to the device can from 12.0 cm to 12.4 cm from the connector pin, and procedural damage from suture sleeve tie impressions. No conductor fractures or internal shorts were noted. The reported events of clavicular crush damage and lead fracture were not confirmed, while the reported events of high capture thresholds, noise, and insulation damage were confirmed and attributed to the external insulation abrasion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-00335. New information received notes the physician also alleged the explanted right atrial lead exhibited insulation damage and clavicular crush damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the emergency room with complaints of palpitations. The device was interrogated, and it was noted that there was over-sensed noise and inadequate capture on the right atrial lead. A chest x-ray was taken, and it was noted that the lead had a fracture. The lead was explanted and replaced. The patient was stable.